Manufacturer narrative:
It was reported that during revision surgery to exchange the poly insert, the 6 mm poly insert would not lock into the tibial tray. The 8 mm poly insert was implanted to complete the case. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that during revision surgery to exchange the poly insert, the 6 mm poly insert would not lock into the tibial tray. The 8 mm poly insert was implanted to complete the case.